Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had discoloration on the display. The customer's blood glucose was unknown at the time of incident. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device was received with currents within specification. The device passed rewind, basic occlusion, occlusion, prime, excessive no delivery, self and displacement tests. No unexpected color changes noted. The device had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.